Event description:
It was reported that the patient experienced discomfort due to the placement of their implantable cardioverter defibrillator (ICD). The patient's ICD was revised and successfully repositioned sub-muscular on (B)(6) 2025. The patient was stable.